Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Solero applicator 1: a distributor reported an issue with this solero generator. It was reported that a "high reflected power" error message occurred with 3 separate applicators. As a result of this issue, the case was postponed to the following day. Upon testing the applicators, the end-user was faced with the error message "high reflected power". Neither disconnecting and reconnecting the applicator to the generator, nor turning the generator off and back on solved the issue. Three applicators (2x14cm + 1x19cm) were used successively, all resulting with the same error message. The case had to be postponed to the following day. The 3 applicators, with which the procedure could not be completed on the first day, were subsequently tested with another generator, and all 3 appeared to be functioning correctly. The patient was anesthetized prior to cancellation of the procedure but did not experience any harm or injury due to this event. It was indicated the reported device is available for return to the manufacturer for a device evaluation. This event meets the criteria a reportable adverse event; patient safety risk as treatment was not provided, but patient had been sedated.

Manufacturer narrative:
Returned for evaluation was a 19cm solero applicator. As received, half of the ceramic tip was detached and not returned with the applicator for evaluation. The ceramic tip of the device was not present on the device as received, but this was not part of the customer complaint. There was no evidence of any thermal event to cause a detached tip, i.e. This is likely a mechanical break during handling of the probe. Functional testing was performed by the manufacturing engineer for this product. During this testing, no hrp errors were received. The cartridge cover was removed and the n-type connector in the cartridge was inspected. If fluid gets into the n-type it will trigger an hrp failure. The screw cap was removed and there was no evidence of fluid ingress. The mcx cap was removed and there was fluid inside. Fluid in connector can interfere with proper function. It may cause hrp, low output power readings or dissipate power. The fluid ingress could not be definitively determined, however, potential contributing factor is incomplete mcx boot shrink. A process improvement was made to the work instructions in january 2021 to inspect the boot for glue extrusion on both ends of the boot after shrinking. This will indicate there was enough heat to both melt the glue and shrink the boot tight against the mcx. Hardware review: the solero generator used during this procedure (s/n qby0002017) was returned for evaluation per so 35624 (pr26545). Evaluation of the generator did not confirm hrp error message when tested but nest connection was observed to contain black dust. Nest connection was cleaned and unit passed functional testing. Dirty nest connection may be contributing factor to generator/probe malfunction during the procedure. The customer's reported complaint description of high reflected power (hrp) was not confirmed. As received, the ceramic tip of the device was detached from shaft and distal tip was not present, but this was not reported by the customer as a device malfunction. There was no evidence of any thermal event to cause the tip to detach, i.e. This is likely a mechanical break during handling of the probe. The root cause of hrp error message could not be definitively determined. Fluid was observed inside the mcx connector (which may contribute to hrp error message) but source of fluid ingress could not be definitively determined how and when this occurred (i.e. During testing of probe or during return shipping). In addition, event description states that the 3 probes (pr26790, pr26791, pr26792) were tested by customer the next day using a different generator and functioned correctly. This indicates that the generator used during the procedure (s/n qby0002017) was a contributing factor to the hrp error observed. Potentially poor connection between probe cartridges at the generator nest. Tip damage was not reported by the customer and is mechanical in nature (i.e. Not a thermal event during ablation cycle). Potential root cause is damage during handling/return of the device. The hrp error message was reported to have occurred during testing of the probes during preparation of the procedure. In addition, the patient was anesthetized prior to complete setup of the generator and probe testing. The dfu contains the following statement:: warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready." A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Note correction made: initial medwatch report had section b.1 marked as adverse event and product problem. As there was not an adverse event, section b.1 has been ammended to reflect only a product problem.